Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to undersensing on the atrial lead during an episode of atrial fibrillation (af). The device was reprogrammed to resolve the event and the patient was in stable condition.